Event description:
During catheterization, it was reported that the guidewire broke inside the catheter. The entire sys was removed from the pt, including the guidewire. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.